Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: 1) " inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had no image and buttons did not work. The issue was observed during preparation for use for a diagnostic (tracheoscopy) procedure. The procedure was completed with a similar device with no delays. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation of no image was not reproduced. The device evaluation found the following: due to corrosion, switches 1 and 2 do not work, the scope connector had corrosion due to liquid intrusion, the electrical connector was rusty, the connecting/insertion tube had a dent, the light guide tube had cracks, the grip had a scratch, the image guide protector had discoloration, the control unit had corrosion due to water leakage, the universal cord had a scratch, and the bending tube had liquid intrusion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.